Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a device speaker failure. It is unknown if the device was in use at the time of the event.

Manufacturer narrative:
The customer reported the speaker was not working on their mx40 device. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. A philips authorized repair facility performed functional tests on the mx40 device, which confirmed there was no sound and that the speaker was defective. Replacement of the defective speaker resolved the audio issue as reported. The device remains at the customer site.

Event description:
The customer reported the speaker was not working on their mx40 device. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. A philips authorized repair facility performed functional tests on the mx40 device, which confirmed there was no sound and that the speaker was defective. Replacement of the defective speaker resolved the audio issue as reported. The device remains at the customer site.